Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes no stimulation below 6.5v. The lead was tested via an analyzer and exhibited a normal capture threshold of 0.7v.